Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse effect to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.